Event description:
It was reported bd syringe s2 2ml had leakage issues. The following information was provided by the initial reporter: "it is stated that plungers of syringes have leaked in many occasions. When extracting the fluid to syringe, big air bubbles start to rise from plunger, and according to customer it is a clear sign of leakage."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2010143. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained. The retained samples were evaluated by our quality engineer team and no signs of defect could be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe s2 2ml had leakage issues. The following information was provided by the initial reporter: "it is stated that plungers of syringes have leaked in many occasions. When extracting the fluid to syringe, big air bubbles start to rise from plunger, and according to customer it is a clear sign of leakage."